Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three bent cannula issues since (B)(6) 2019 and experienced diabetic ketoacidosis symptoms since then. Reportedly, his highest blood glucose level was above 600 mg/dl and was throwing up. Further, he had changed the infusion set and went to the emergency room on (B)(6) 2019 for diabetic ketoacidosis. The infusion set was used for one day and there was no damage when the package was first opened. The patient stayed there for 4-6 hours, had cat (computed tomography) scan, blood investigations were done and was administered fluids intravenously. Subsequently, he was admitted to the intensive care unit had, where cat (computed tomography) scan, blood investigations were done and was administered insulin. On (B)(6)2019, he was released from the hospital and had kidney damage from high blood glucose levels. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.